Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ asked but not available. Patient information cannot be provided due to local personal data privacy legislation/policy. If explanted, give date: unknown, information not provided. Initial reporter phone: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's operative eye as the patient complained about glare & halos with an intraocular lens (iol). There was no issue regarding visual acuity (0.9 for distance), but the daily activities were affected especially at night time. A monofocal lens was used as the replacement. There were no other surgical interventions required. The pre-operative far vision was 0.8 and near vision was j4 (decimal). The post-operative far vision was 0.5 and near vision was j2. Patient is temporarily impaired. No further information was provided.

Manufacturer narrative:
Additional information: section d6b: explant date info was received, explant date is (B)(6) 2022. Section d9: device available for evaluation: yes. Date returned to manufacturer: 12 aug, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. The reported issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.